Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat a non calcified lesion using an integrity bare metal stent. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. It was reported that during the procedure, and when deploying the stent , the physician noted that the stent was deformed. It was reported that the physician attempted to overcome a "kink" in the guide catheter. Resistance was encountered when advancing the device but no excessive force was used. No patient injury reported.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 5th, 6th, 7th, 8th and 9th distal stent wraps with struts raised and bunched. There was slight deformation to the distal tip. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.